Manufacturer narrative:
All available information was investigated, and the reported loss of fluid column during prep was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and returned device analysis, the cause of the reported loss of fluid column was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient was presented with mitral regurgitation for a mitraclip procedure. During the preparation of steerable guide catheter(sgc), the guide was unable to hold column while inserting the dilator into the sgc. The sgc was replaced with another device to complete the procedure successfully. There was no adverse patient effects or clinically significant delay. No additional information was provided.